Event description:
It was reported that during a transcatheter pulmonary valve implant procedure, the valve was implanted. Following implantation of the valve, imaging of the left coronary artery revealed a "distal zig" which appeared to be leaning on the left main coronary artery. Subsequently, surgery was completed to remove the transcatheter pulmonary valve. Per the physician, both the procedure and valve contributed to the event. Additionally, the physician reported that the patient's anatomy contributed to the event in that their left main coronary artery was close.

Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: harmony-dcs; product serial/lot number: (unknown); product type: (0195 - heart valves); implant date: not-implantable; explant date: na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.